Event description:
The specific nature of the complaint product was not provided. There was no pt incident or injury reported. The returned product has broken written on it. Eval of the returned product shows corrosion and acid leakage on the battery door contracts.

Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Eval: results: eval for the returned product shows when tested the alarm did not power on. The battery door has damage, there's corrosion and acid leakage on the door contacts. The posey instructions for use has a warning: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid (corrosion). The unit may stop functioning as designed. (B)(4).